Event description:
A customer obtained erroneously high troponin (accu tni) results, above the ami cut off, for approximately 8-10 patients. Negative accu tni results were obtained for the patients upon repeat analysis. The actual results were not supplied. The results were not reported out of the lab. The customer did not report any affect to patient connected or attributed to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: a) the fse inspected the instrument and found the wash pump was letting air bubbles in. B) the fse replaced the stator wash valve and rotor/shaft, and the air bubbles were no longer present. Bci spoke with the customer on 04/23/09, and they stated that there were no further issues with accu tni patient results. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.